Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to over written history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.